Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. No kinks were noted in the iab catheter. A 10 french, 6 inch flexisheath was noted to be present on the catheter tubing. It was not possible to remove the sheath was noted to be severely ribbed and accordianed. Visual examination revealed the gray coiled portion of the sheath near the distal end to be oval shaped. The undamaged portion of the sheath was measured and found to be within datascope's mfg specifications. The catheter o.d. Was found to be within specification. The balloon membrane appeared normal when viewed under room light and polarized light. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab or to determine the exact cause of the problem due to the condition of the returned device. It was reported that it was not possible to advance the iab through the sheath yet the balloon was returned with the sheath in place over the catheter. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guidewire. The catheter was held too far back from the site of insertion. The flexisheath catheter introducer product was never distributed in the united states but has been in limited distribution internationally. The flexisheath catheter introducer product has been recalled.

Event description:
The dr was unable to advance the iab through the flexisheath. (Event complications: unk - reported 10/1/97.) Pt's current status: unk - rpt'd 10/1/97.)